Manufacturer narrative:
Investigation is pending.

Event description:
The caller/end user alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.3, laboratory inr: 2.5, time between testing: 5 minutes. Therapeutic range: 2.5 - 3.5. The caller/end user's warfarin was increased from 3.5mg to 4.0mg for one dose based on the inratio inr result. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 373678a was performed and found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. User issue and improper technique were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Additional information received after the initial medwatch report was filed. Alere (B)(4) spoke with the assistant at the customer's physician's office and additional variances between the inratio inr result and the laboratory inr result was provided as follows: (B)(6). The assistant was not aware if the same strip lot was used for testing or information on the customer's technique when performing the inratio tests. When the customer performed testing on the initially reported (B)(6) 2015 inratio test, the monitor was not in the correct mode when the finger stick was performed. Additionally, the finger was milked after the finger stick. These are considered to a user issue and an improper technique when performing the inratio test. There was no additional information provided.